Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is from depuy. It was also stated that it was revised with attune rp tibia, sleeve, and stem. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. Medical records report no intraoperative complications from initial implantation which included patella resurfacing. Depuy cement x1 was utilized in initial implantation procedure. The record reports patient received left total knee arthroplasty revision and intraoperative findings were tibial tray found to be loose at the implant to cement interface. Patella component was found well fixed and left intact. Tibial and insert components were explanted and replaced. No intraoperative complications during revision surgery. Pmh: osteoarthritis of left knee. Doi: (B)(6) 2016; dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (No code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Updated 15 may 2020 re-open. The complaint was re-opened upon receiving the patient¿s medical record information. The information received did not change the original investigation report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.